Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during surgery the thread broke and the detached from the needle. The suture also remained rolled which made the procedure difficult.

Manufacturer narrative:
Inventory review: we proceed to review the available units of this product code and lot number, and verify that, to date, there are no units in stock. Quantity produced / imported: of this product code and lot number (B)(4) units were manufactured in total. Background: batch release analyzes for both knot tensile strength and reinforcement resistance met the requirements of b. Braun for this suture size. Results resistance to tension in the knot: average: 1.69 kgf, maximum: 1.92 kgf, minimum: 1.28 kgf (requirement: 0.96 kgf). Results resistance to arming: average: average: 1.26 kgf, maximum: 1.51 kgf, minimum: 1.04 kgf (requirement: 0.6 kgf). Analysis of the sample (s): as we have not received any samples and we do not have available units, it is not possible to carry out an investigation that may lead us to the cause of the possible non-conformity reported. In this case a retrospective review of the batch is carried out; (manufacturing and traceability reports of related to the lot in question). The documentation for the batch manufacture was reviewed and no deviations or alterations were made during the process. Conclusions: the claim is determined as "not evaluable", since the absence of the sample object of the complaint, it is not possible to reach a conclusive conclusion about the incident presented. Remember that in order to carry out an adequate investigation, it is necessary to attach the sample subject to the claim and / or if possible at least (B)(4) units in a closed package of the same batch number, to proceed with the established analyzes. Actions: no corrective or preventive action is taken in this regard, as it was not possible to determine the cause of non-conformity.